Manufacturer narrative:
Investigation summary: bd received samples of incident lot 7068894 from the customer facility for investigation; note that no samples of incident lot 7143768 were received. The customer samples for incident lot 7068894 were tested as per quality inspection criteria and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with incident lot 7068894 was not observed as all samples met the required specifications. No samples were received for incident lot 7143768. Root cause description: based on the investigation, a root cause could not be determined. The product that was received for evaluation was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7068894. Medical device expiration date: 2019-03-31. Device manufacture date: 2017-03-09. Medical device lot #: 7143768. Medical device expiration date: 2019-05-31. Device manufacture date: 2017-05-23. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd vacutainer® ultratouch¿ push button blood collection set with 12¿ tubing and luer adapter leaking occurred. There was no report of exposure to mucous membranes, injury or medical interventions.